Event description:
A 3.0mm diameter x 24mm length ave micro stent ii was successfully placed at the largest lesion site in a right coronary artery. The right coronary artery measured less than 3.0mm diameter and had evidence of thrombus present in the vessel. In addition to placement of the 3.0mm diameter x 30mm length stent, two other 3.0mm diameter ave micro stent ii stents, 9mm length and 24mm length, were placed in the same right coronary artery. All of the three stents were underdilated to equal the diameter of the largest vessel, which was 2.75mm diameter and were post-dilated with a 2.75mm diamter non-compliant ptca balloon. Twenty-four hours after implantation of the three stents, totaling 63mm in length, the pt returned to the cath lab with thrombosis of the right coronary artery. The stents were redilated with a ptca balloon, successfully. The physician did not attribute the thrombosis to the ave stents. It was noted that the pt had a history as a "heavy" smoker. There was no additional clinical sequelae reported relative to the event.